Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 polyfuse feature activated several time due to the users technique of activating the energy in the jaws rapidly and repeatedly while harvesting branches and other tissue. There was no smoke generated and the jaws did not appear to be overheating. Hospital waited until the vasoview hemopro 2 finished timing out and completed the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: device codes from "improper or incorrect procedure or method" to "electrical issue". Internal complaint # (B)(4). Autonumber # (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 polyfuse feature activated several time due to the users technique of activating the energy in the jaws rapidly and repeatedly while harvesting branches and other tissue. There was no smoke generated and the jaws did not appear to be overheating. Hospital waited until the vasoview hemopro 2 finished timing out and completed the procedure. The hospital did not report any patient effects.